Event description:
During a surgical procedure, the surgeon received a shock and a slight burn from the instrument. No treatment required. No pt harm. Switched roller ball and completed the procedure without any other issues.

Manufacturer narrative:
The complaint is confirmed, analysis of the electrodes indicated that the brass crimp contact at the prox end of the electrode is not located in the proper position. The contact should be located up against the end of the insulation which covers the electrodes shaft. A 1/8" gap of exposed wire is behind the crimp contact which may come in contact with conductive solutions that may lead to condition that could have exposed the user to an electrical shock. The electrode was manufactured in october 2010. A review of the complaint database from october 2010 to present, does not indicate that any other complaints for this failure mode. We are considering this to be an isolated incident and will monitor the database for further occurrences.